Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 19/oct/2015. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, observed void >1 mm in non-textured valve-to shell-bond area, and a curved opening on radius. Leak test and microscopic analysis was performed which identified a striated opening on radius/posterior and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on radius and posterior assessed as surgical damage consistent in the use of some surgical tools. The events of "hypersensitivity, inflammation, fever, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity, inflammation, fever, and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "swelling", "possible infection", "nipple area was sensitive", "pain", "redness", "ripples", "pockets", "sutures popped out", and "skin pulling." Patient additionally reported "felt the edges of the implant on all sides", "air bubbles", "tonsillitis", "fever", "hard / painful", "concern with the product", and capsular contracture, baker grade unknown". Patient was given antibiotics for fever and tonsillitis. Device has been explanted and discarded after surgery.